Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported symptom does not turn on when blue key is inserted was reproduced during evaluation as the device did not recognized an open door. The failure to recognize an open door was verified and found to be caused by a stuck, depressed upper latch switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false detection of closed door state. There was no patient involvement. No additional information is available.